Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: what was the patient's original diagnosis? Patient scheduled for a whipple procedure can you provide details of the original procedure? Whipple what staplers and staples (cartridges) were used? I use ntlc 75. What structures was the stapler used on? Duodenum which staple line opened? Duodenal for the staple line that opened, was it a vascular firing or a gi firing? G.I. How was the open staple line identified? Reintervention 2 days after the procedure. How was the open staple line addressed? I do not have information were the ethicon devices used in this procedure reprocessed? No was an autopsy performed? No information is available is the cause of death known? The specialist states: multifactorial is the surgeon interested in speaking with ethicon medical? We expressed our interest in clarifying the situation, it was explained to him that a product event report was established with the little data that is available and we shared that we could be contacting him to follow up. He stated that he has no problem with it, but during that conversation there was no evidence of any intention to contact ethicon medical. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor commented that on the second postoperative day the patient had a staple line open and died.